Event description:
It was reported that before use of the bd¿ syringe w needle inside the box that should have been 10ml syringes there were 20ml syringes without needle instead. There were 100 items that were mixed. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: when opening a box of 10ml syringe products, it was found that there was a box of 20ml syringe inside the box, and there was no needle with 20ml syringe.

Manufacturer narrative:
Investigation summary: bd has been provided with a photo for catalog 301947 lot 1803116 to investigate for this record. Visual examination of the photo presented discardit 20ml syringes that were contained within the package. As a result, bd was able to verify the reported issue of mixed product. In regards to determining a definitive root cause, bd was unable to establish one for this specific incident. The machines that produced this lot are not able to package shelf-cartons of different volumes, so the mixture may have happened after the packaging process due to a handling failure of the product after production. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Not able to determine. Possible handling of the product after the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe w/ needle inside the box that should have been 10 ml syringes there were 20 ml syringes without needle instead. There were 100 items that were mixed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when opening a box of 10 ml syringe products, it was found that there was a box of 20 ml syringe inside the box, and there was no needle with 20 ml syringe.